Manufacturer narrative:
Concomitant medical product: unknown lag screw; ref: unknown; lot: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The following was reported by the hospital: have has some issues with broken affixus nails # break at a weak point when the lag screw traverses the nail and occurs in about 1% of our nailings.

Manufacturer narrative:
(B)(4). The information provided on this form was submitted under the incorrect manufacturing report number.

Event description:
The information provided on this form was submitted under the incorrect manufacturing report number.